Event description:
It was reported that after removal from the package there was a large tear around the rim of the device and they could not use it to set up for the laparoscopic assisted lower anterior resection procedure. They used another device to set up for the case.there was no patient involvement.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found the device was received with a perpendicular tear from the upper retractor ring to the lower retractor ring. This initiation site was at the upper retractor ring. The retractor sheath was completely detached from the upper retractor ring.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a resolution clip device was used during a procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician used the blue gripper and pushed the white handle to make the two meet. The physician realized that the sheath was "too long" due to the fact that the clip was still not fully exposed from the sheath. There was approx two minutes delay and the device did not exacerbate the bleed. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.